Manufacturer narrative:
Based on the claim against the product by the customer noting repeated recoverable error 25595 occurred on arm 3, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported error 25595 on arm 3. The error disappeared after arm 3 was disabled. The fse replaced arm 3 set up joint (suj) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: the fse confirmed the reported issue in the investigation and replaced arm 3. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer informed the technical support engineer (tse) that error 25595 occurred. The tse explained that it was a communication error on arm 3. The error was recovered by pressing ¿recover fault¿ button. After, the customer called back and stated that the error reoccurred several times after the first call. The customer could recover the error, but arm 3 did not work while the instrument was grasping the patient¿s tissue. The customer used instrument release kit (irk) to remove the instrument. The tse reviewed the error logs and found that the customer disabled arm 3. The tse had the customer power cycle the system, and arm 3 worked again. However, the customer stated that the error repeated, and they had to recover it each time. The customer will convert to laparoscopic surgery if the error reoccurs. The procedure was completing as planned with no report injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was inspected prior to use. The prograsp forceps instrument was grasping the tissue. There was no adverse effect to the grasped tissue. There was no unexpected tissue removal and no bleeding. Blood transfusion was not performed. The prograsp forceps instrument jaws were opened successfully with the instrument release kit (irk). Arm 3 remained usable after the system was power cycled. The procedure was completed robotically with all four arms. There was no patient injury. Intuitive surgical, inc. (Isi) received the set up joint (suj) involved with this complaint and completed the device evaluation. Failure analysis could not reproduce the customer reported complaint. However, the error was confirmed upon reviewing the error logs. Error 30 was related to a communication issue between the remote arm controller boards (rac) and the embedded serializer setup joint (essj). These faults were captured by the system.

Event description:
Refer to h10/h11 for follow-up information.